Manufacturer narrative:
(B)(4). Device evaluation: separated/loose condition confirmed. The root cause of the complaint condition is due operator error during the manual solvent bonding application as no solvent was observed on the connection between the tubing and the stress-member. A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor in which the tubing was separated from the stress-member during filling. The device was filled with hydrochloride hydrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.